Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. In addition, noise artifact was exhibited on this ra lead. Additional information from the field representative provided this is a known lead issue and the patient was scheduled for clinic visit to discuss a potential lead extraction. However, the patient did not show for this scheduled visit. No other actions were taken at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. In addition, noise artifact was exhibited on this ra lead. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.